Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to trunnion wear. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, and liner. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The events were confirmed through evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem was worn. Damage is consistent with the loss of taper lock. Dimensional inspection and functional inspection was not performed as the device was returned damaged. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the device was returned for evaluation. Damage/wear is visible on the stem trunnion. Biological matter is visible on the stem body. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to trunnion wear. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, and liner. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.